Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the distributor contacted animas and alleged that the patient had experienced loss of prime issues with the pump, occurring with at least 3 separate cartridges from 2 separate boxes in a 30 day period. There is no allegation of an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/2/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: multiple loss of prime warnings observed in the black box with low non zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration passed. Battery compartment cracked from case seal traveling to bumper.